Event description:
A user facility biomedical technician (biomed) reported to fresenius that a saline bag backfill issue occurred with a 2008t hemodialysis (hd) machine. Additional information was provided by the biomed during follow-up. The reported issue occurred during setup outside of clinic hours. There was no patient involvement. The reported issue was visually observed. There were no quick disconnects on the drain line and that the drain line length and height were within specification. The biomed stated that the serial number and software revision of the machine were provided to technical support who recommended that the air separator board be replaced. The air separator board was replaced to resolve the reported issue. A software update was not required following replacement of the air separator board. The machine is back in service without reoccurrence of the reported event. No parts are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a saline bag backfill issue occurred with a 2008t hemodialysis (hd) machine. Additional information was provided by the biomed during follow-up. The reported issue occurred during setup outside of clinic hours. There was no patient involvement. The reported issue was visually observed. There were no quick disconnects on the drain line and that the drain line length and height were within specification. The biomed stated that the serial number and software revision of the machine were provided to technical support who recommended that the air separator board be replaced. The air separator board was replaced to resolve the reported issue. A software update was not required following replacement of the air separator board. The machine is back in service without reoccurrence of the reported event. No parts are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Objective evidence was found during the manufacturer investigation indicating a product problem, thus the complaint is confirmed.